Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due elevated blood glucose (bg). The blood glucose level (bg) at the time of admission was 573 mg/dl. The patient also tested positive for ketones with symptoms of increased thirst, dizziness, lightheadedness and fatigue, and was treated with insulin via manual injection. The hospitalization was less than 24 hours. No further information available.